Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, the doctor was using the device on a sleeve and had fired the device. Once device was fired, the scrub tech was able to fire the cartridge again for the second time while cleaning the device. Reload was taken out, and another reload was loaded. The concern was that the device could be fired twice with the same cartridge without locking out. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): batch # n53c62. The analysis found that one plee60a device was returned in good visual condition and with one gst60t cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.